Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb failed to cauterize. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. A functional test was performed on the device with a reference generator and bipolar cord. The device passed the functional test as it generated steam and cut without difficulty. Based upon the evaluation performed, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).